Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/05/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the basal history revealed that 48 hours of data were recorded in one day, indicating that the am and pm settings were manipulated on the date and caused the total daily dose amounts to be inaccurate. The pump was exercised for 24 hours, and the total daily dose totals at the end of the exercise accurately displayed the insulin delivery. The complaint was not duplicated. Unrelated to the complaint, the pump time and date reset to default settings after the battery was removed and reinserted after two hours. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed. Additionally, the pump was powered on and the display screen appeared discolored. Also unrelated to the complaint, the keypad cover was torn at the up arrow button. All of the keypad buttons responded properly to user presses. The keypad cover was removed, and contamination was found under the contrast and up arrow button contacts. The battery compartment was also observed to be cracked with evidence of moisture ingress inside. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and no further evidence of moisture ingress was found. A battery cap was not returned with the pump; a test cap was used to complete investigation. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump was not calculating the correct total daily doses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.